Event description:
The tubing used for a stem cell boost snapped right below the chamber during the infusion. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). User facility has not received response at this point.